Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-4316, lot #: 15478275, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.